Event description:
On (B)(6) 2012 broken. Received the following in an email from a distributor rep: I had a 2nd snapped clamp return that I have been waiting to get back. I thought I may return both together. I'll pass on more details shortly. On (B)(6) 2012 dealer rep sent the following: I must apologize for all the delays with this. I have rec'd the 2nd clamp. I will today post back both w5 and w7 clamps for your review.

Manufacturer narrative:
Although we have not established that the device caused or contributed to the event and due to the clamp breakage and inability to further evaluate the malfunction will be reported to maintain compliance with 21 cfr part 803 and out of an abundance of caution. Conclusion: device breakage is addressed in the directions for use. The directions state, "caution: modification, overextending, bending or extended use of the clamp may cause breakage". Eval summary: clamp style w7. Lot no. L1. Cause of breakage: misuse. The clamp is distorted from its original shape. When reassembled it was obviously permanently deformed and misaligned not returning to its original formed shape and jaw proximity. Probable cause: overextension caused permanent deformation and misalignment to the clamp and subsequently breakage of the clamp.